Event description:
Customer reports the following: "reported to biomed tubing set not recognized. Biomed confirmed error, pins are clean and moving freely and biomed pressed on bottom of cassette and still errored. No patient harm." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Also found to have installation error misaligning the seal such that it was adhered to a neighboring screw boss and interrupting the seal perimeter. Adhesive issue will be addressed with a CAPA, while the misalignment issue with be addressed with a scar. Fresenius kabi opened an internal CAPA in (B)(6) 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).